Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a pump stop on (B)(6) 2022. The patient was asymptomatic with the pump stop. Log files were sent for review. The log file captured a pump stop on (B)(6) 2022 and a speed drop less than the lower speed limit on (B)(6) 2022. There were no other unusual events recorded in the log file event history. The equipment was operating as intended. A driveline repair was completed on (B)(6) 2022. The removed section of the driveline was to be returned for evaluation. The maximum external length of the driveline was removed, so another driveline repair would not be possible. The patient was stable with no more pump stops.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the patient¿s submitted log files confirmed low speed events and a pump stoppage; however, evaluation of the patient¿s replaced portion of the driveline from (B)(6) did not find damage that could have contributed to the events seen within the log file. The submitted log file contained data from 17apr2022 to 26apr2022. A pump stop event was recorded on (B)(6) 2022 while the system was connected to the power module. An additional low speed advisory event was recorded on (B)(6) 2022 while the system was connected to battery power. Based on previous complaint experience, the type of behavior captured within the submitted log file could be indicative of a potential driveline issue. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. The silicone jacket, bionate layer, and metal braided shield were all unremarkable. Microscopic inspection of the wires revealed no areas of compromised wire insulation along the length of the driveline segment. The returned portion of the driveline was then suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Evaluation of the returned portion of the patient¿s driveline did not reveal any issues that would have contributed to the reported events captured in the log files. The patient remains ongoing with heartmate ii left ventricular assist system (lvas), serial number (B)(6) with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. The hmii lvas patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.